Event description:
The customer had contacted beckman coulter, inc (bec) to report that a coulter act tainer reagent kit package was leaking upon receipt. The customer reported that the leaking was contained within the package. There was no spill on the counter, the floor, or on the customer. The customer was not wearing personal protective equipment at the time of the event. There was no exposure to mucous membranes or open lesions. There was no report of death or serious injury associated with this event. There was no report of medical attention being sought. It is unk if the lab has a risk mgmt plan in place. It is unk if the material safety data sheet (msds) was reviewed. There was no impact to pt sample results or pt treatment associated with this event.

Manufacturer narrative:
Product labeling states: "beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer." Svc was not dispatched for this event. There was no reported damage to the exterior of the shipping container. The product was not returned for eval. The root cause was not determined. Product labeling contains sufficient warnings/precautions addressing potential biohazard events. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.